Event description:
It was reported by the plaintiff's attorney that on or about (B)(6), 2007 the plaintiff was implanted with a sparc sling system "to treat pelvic organ prolapsed and/or urinary incontinence". It was alleged that the plaintiff has had "pain, urinary problems and numbness some time after implant", has "returned to her physicians several times due to complications and problems", has "suffered and continue to suffer, serious bodily injury and harm", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.